Manufacturer narrative:
Other, additional information: patient information added in section a.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend received four samples from p/n 67pfss40, l/n 3946294 in used conditions without their original packaging and with their certificate of decontamination. Sample one and two revealed a split was found on the right side of the flange. Failure was confirmed. This is believed to be not following the IFU (B)(4) rev.100 - IFU-flextend tracheostomy .on section 4.8 states: ?guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product. Production was reviewed and will be monitored.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that flange broke on both sides of a smiths medical trach tube. 3 were found on (B)(6) 2020 and an additional 2 were found on (B)(6) 2020. All resulted in emergency use of backup trach. No adverse patient effects were reported.